Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side caster is up off the ground. Brand new out of box issue per dealer.